Event description:
It was reported that the zimmer 34 in single port/single bladder disposable cuff would not hold pressure after being inflated. The cuff had to be removed and it was found to have a hole in it. Add'l clinical follow up with the customer indicated that the reported event was noticed when the alarm on the tourniquet machine went off within the first minutes after the cuff was inflated. It was reported that the cuff was holding enough pressure to keep the blood at bay ( no blood leakage at surgical site); therefore, the same cuff was still used and the standby on the alarm was hit. It was also reported that the cuff was not removed from the pt until the procedure was completed and there was no surgical delay or pt injury involved in the reported event. The staff in the room stated that it was a new cuff. After the cuff was removed from the pt, it was inspected and a cut in the fabric was found.

Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.